Event description:
It was observed that during the device evaluation, the duodenovideoscope adhesive around objective lens had a crack, air water cylinder and tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failures related to foreign material is not established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The most probable cause of the failures related to adhesive around objective lens has a crack is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.